Event description:
One touch ultra meter was reading inaccurately. She tested with the reported meter, and obtained a result she interpreted to be 17.5 mmol/l. Later on, she tested before and after taking insulin. She obtained results she interpreted to be 24.2 and 27.5 mol/. She went to see her brother and tested on his meter; the result was "normal". The brother informed the patient that the meter might be reading in the incorrect unit of measurement. The patient noticed that her meter was in the incorrect unit of measurement. The customer care representative (ccr) confirmed that the meter was set to mg/dl instead of mmol/l. The meter had previously been set to the correct units of measurement and the patient had not recently changed the unit of measurement in the meter settings. Ccr walked the patient through resetting the meter units of measurements to mmol/l. This case is being reported as a malfunction due to the fact meter is in the wrong unit of measurement while the patient did not change the units of measurement in the meter settings. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet been received it.